Event description:
It was reported: this pt had a right total hip replacement in 1998. Pt has recently began having popping and pain in this hip. The hip is subluxing. The pt was admitted to this facility for a revision of the total hip. The head and liner were removed and replaced.